Event description:
It was reported that the atrial and ventricular leads exhibited noise and short v-v intervals that triggered a lead integrity alert. Both the atrial and ventricular leads remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2013. (B)(4).